Event description:
Report received indicated the balloon did not re-wrap properly after deflation. In addition, resistance was experienced during withdrawal. Percutaneous transluminal angioplasty (pta) was being performed to the superficial femoral artery (sfa). There was mild calcification without vessel tortuosity and 90% stenosis. The balloon catheter was being used for plain old balloon angioplasty (poba). The balloon was inflated however it did not re-wrap properly after its deflation. Eventually, the deflation was completed; however, upon withdrawal, there was resistance with the sheath introducer (si). Finally, the procedure was completed successfully without any adverse event and the patient is in stable condition.

Manufacturer narrative:
Further information revealed the balloon catheter was normal in appearance as it came from the packaging and the instructions for use (IFU) were followed. The concentration of contrast to heparinized normal saline is unknown. The inflation pressure (atm) and inflation time in seconds is unknown. This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.